Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The second event occurred on (B) (6) 2010. Troubleshooting could not be performed at the time of the report. The customer's mother was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.